Event description:
It was reported that a hematoma developed at the implantable cardioverter defibrillator (ICD) site. A pocket revision was done and t he ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.